Manufacturer narrative:
No samples were returned for testing. It was concluded that the patient's medical conditions and anticoagulation therapy contributed to the bleeding incident while using the intermittent catheter.

Event description:
(B)(4). Patient stated that he started using catheters per his doctor's orders. He used 13 catheters, one per day, and about 2 hours after the last catheterization he started bleeding after voiding on his own. He had to be taken via ambulance to hospital. Received six pints of blood in a blood transfusion. Patient was inpatient at the hospital for four days. He was new to catheterization and on blood thinners at the time. Per doctor's order the patient is no longer catheterizing. Was using one new catheter per cathing episode.